Event description:
It was reported during staff training; a gas loss issue was reported with the cardiosave intra-aortic balloon pump (iabp). No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked the machine and the defective safety disk was replaced. Leakage test was performed. Test run was conducted. The device was handed over functional and ready for use. The failure analysis and testing department received the following part associated with this complaint: safety disk. This part was received with a reported unit failure message of leakage. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed pneumatic module assy. Into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Performed all manifold leak tests and passed within the factory specifications. The fat dept. Could not verify the failure message of leakage. Retaining this part in the fat dept.

Event description:
N/a